Event description:
It was reported that while reinfusing the collected blood the patient experienced airway constriction. The reinfusion was halted and an antihistamine was administered. There was no indication that the pump did not function as intended or that the patient experienced any additional reaction once the reinfusion was stopped.

Manufacturer narrative:
The unit was unable to be returned to the manufacturer for investigation. Based on the information that was provided, there is no indication that the unit did not function as intended.